Manufacturer narrative:
Per the instructions for use, arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, the exact cause of the post operative atrial fibrillation with six-second pause cannot be determined. In addition to the procedure itself, patient factors (advanced age) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, atrial fibrillation with six-second pause was observed post tavr, requiring a permanent pacemaker. Following the completion of the successful implant of a 26mm sapien xt valve and prior to the patient leaving the operating room, complete av block was observed. A temporary pacemaker (tpm) was placed. Following transfer of the patient, the complete av block resolved and the tpm was withdrawn. Post operative day (pod) 5, atrial fibrillation with six-second pause was observed. A permanent pacemaker (ppm) was implanted on pod8.